Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.